Event description:
It was reported that the rotapro catheter and rotawire became entrapped. The target lesion was located in a severely calcified and moderately tortuous lesion within the left anterior descending artery. A rotapro 1.50mm and rotawire drive were selected to treat the lesion. During insertion within the 6f guiding catheter the rotapro 1.50mm and rotawire drive became stuck and could not be withdrawn independently. The rotapro 1.50mm and rotawire drive were removed together as one unit. The procedure was completed with another rotapro 1.50mm and rotawire drive and no patient complications resulted from this event.